Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was undersensing an atrial arrhythmia. P-waves were measured at 0.7mv. The lead was not mode switching. The lead was reprogrammed to 0.18mv and mode switching occurred appropriately. The lead remains in use. No patient complications were reported as a result of this event.